Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2016, dated through (B)(6) 2016: normal power consumption. Additional notes: 2 low flow alarms have been logged at the following times: (B)(6) 2016 at 06:45:35 & (B)(6) 2016 at 17:16:50; the low flow alarm limit is currently set to 2.5 lpm. 7 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 7.0 w. Waveforms indicate a slight rise in power consumption of approximately 1.5 w starting on (B)(6) 2016. Please send updated logs if changes occur. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the perfusionist that this patient was admitted to the hospital with complaints of "high watt" alarms, subtherapeutic international normalized ratio (inr), and lactate dehydrogenase (ldh) levels up to 350 from baseline of 160. The patient was observed for several days (due to suspected thrombus) during which ldh returned to baseline and inr increased above 2. Power remained stable as per log files, but never returning to baseline. This patient is not a candidate for exchange or for other interventions due to high risk for bleeding. In addition the medical team reports that he suffers from extensive psychosocial issues. The patient was subsequently discharged home. Investigation is ongoing

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a slight rise in power consumption and several high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.